Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient's vital signs were stable within normal range and no abnormalities were noted, however, the staff could only achieve a blood flow rate of 250 ml/min instead of the desired 300 ml/min due to a high negative arterial pressure. During treatment when the patient was connected to the machine, there was a leak and a hole was found in the venous lumen within the white clamp segment of the catheter. It was noted that a tego was not utilized and the patient has a history of hypertension. The access was clamped off after the dialysis was abandoned. The exit site was left with the dressing intact and the catheter lumens were disinfected with 2% chlorhexidine in 70% alcohol per the hospital policy. The patient was readmitted in the hospital and the catheter was completely explanted. Peritoneal dialysis was the long term access for the patient's dialysis but an attempt was made to insert a new catheter via the left internal jugular. The attempt failed as they were unable to pass through the central veins and superior vena cava, hence, a new temporary access was inserted in the femoral vein.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during treatment when the patient was connected to the machine, there was a leak and a hole was found in the venous lumen within the white clamp segment of the catheter. It was noted that the catheter was completely explanted. There was no reported patient outcome.